Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally left the ilet pump at home on the charger, returned hours later, and the pump would not power on until subsequently connected and confirmed to be charging; no alerts or alarms were reported, and troubleshooting and education were provided. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no escalation of care. Investigation included user counseling on charging and device use. Investigation of this case revealed no device malfunction reproduced and no component failure identified, with normal charging behavior observed once reconnected to power. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event with no confirmed device failure.